Event description:
Customer reported that the insulin pump does not work right and they have to change the infusion set three times to get it to work. Customer mentioned that after attaching the insulin pump she notices numbers counting up on the screen. The insulin pump is also not allowing customer to deliver a bolus. Customer received an error alarm during the manual prime. Customer mentioned that the insulin pump has been dropped in a lake. The drive support cap was noted to be normal. Customer's blood glucose reading at the time of the call was 334 mg/dl. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during prime test at 4 lbs due to moisture damage force sensor. Unable to verify lost sensor alarm due to prime alarm. Insulin pump received with cracked case at the display window corner, broken reservoir tube lip, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window and cracked battery tube threads.